Manufacturer narrative:
Tech found brake assembly on the screw drive and excessive grease causing no brake lock. He cleaned excess grease off assembly to resolve issue.

Event description:
Staff alleged the head section drifted with weight on bed.